Event description:
It was reported that the pump was intermittently not annunciating audible tones for alerts. Customer's blood glucose was not adversely impacted. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.